Event description:
It was reported that an infection and erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.